Event description:
The cautery pen was lying on the sterile field while the surgeon was suturing, and the "coag" started on its own. They turned off the machine to stop it and the buttons were checked to see if they were sticking but they weren't.

Manufacturer narrative:
When this report was initially filed by the user facility, they suspected that the generator was at fault. After receiving add'l info, conmed was made to believe that the suspect device was the cautery pencil. Conmed was also notified that the pencil was discarded and the facility did not follow their own protocol in reporting and documenting the event. Therefore, conmed was unable to evaluate the device in question and there is limited info in regard to the event.